Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak coming from the modular chemistry (mc) side of the unicel dxc 600 synchron chemistry analyzer. Customer stated that no errors were generated and all chemistries were operating properly. The customer also indicated that the liquid was clear and that the source of the leak was unknown. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and inspected the source of the leak and found the electrolyte injection cup (eic) overflowing. The fse cleaned the eic ports and valve seats. The repair was verified per established procedures.